Event description:
It was reported that during an unknown surgical procedure the motor device was "overheating". The reporter stated that there was no delay in surgery as a spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. The reporter was unable to determine the precise date of this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. A functional assessment was performed which confirmed that the device was overheating and then stopped with an e6 error. Therefore, the reported condition was confirmed. This was due to improper handling and use. If additional information should become available, a supplemental report will be sent accordingly.